Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was already on doxycycline and the patient was not admitted to the hospital. It was noted there was no excessive bleeding and no action taken; the bleeding and reaction to the antibiotics had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was already on doxycycline and the patient was not admitted to the hospital. It was noted there was no excessive bleeding and no action taken; the bleeding and reaction to the antibiotics had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.